Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has not been returned for evaluation. The root cause of the low pump flow was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp exhibited low pump flows. The device was explanted, and the patient remained on extracorporeal membrane oxygenation (ECMO) support. No harm or injury reported, no further information is available.